Manufacturer narrative:
Suspect device: comfort curve test strips.

Event description:
Customer reportedly obtained results of 320mg/dl and 142mg/dl on the advantage test system within 10 minutes. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect test system and replacement was sent. Info suggests comparison performed in the home. Advantage test system: meter, strip lot 549250, exp 11/30/2007, cat/2030373.